Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Septic shock [septic shock]. Left leg amputation above the knee/right leg amputation below the knee [leg amputation]. Amputation of fingers on both hands below the second knuckles [finger amputation]. Coma [coma]. Case description: a lawyer reported that their client, a female age (B)(6), used tampax tampon, version/absorbency/scent unk tampon unk and reported the following: toxic shock syndrome beginning in 2010, left leg amputation above the knee/right leg amputation below the knee, amputation of fingers on both hands below the second knuckles. Treatment: surgery for quadruple amputation. The case outcome was unk. No further info was provided. The lawyer provided an article titled "septic shock survivor: hope builds as she battles back" which mentioned their client. The article stated that their client entered into a local hospital in (B)(6) 2010 where she developed a form of septic shock and fell into a coma. She was discharged from the hospital after a quadruple amputation. Additional treatment included intense therapy sessions. The case outcome was recovered/resolved with sequel. No further info was provided.